Event description:
It was reported that the steer lock is stuck in the engaged position. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The issue was resolved for the customer by reattaching the steer lock cross section.

Event description:
It was reported that the steer lock is stuck in the engaged position. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.